Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with malleable penile prothesis (mpp) procedures and is noted as such in the device instructions for use. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the mpp instructions for use (IFU). The mpp IFU lists erosion as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced erosion with a malleable penile prosthesis (mpp) leading to a surgical procedure in which the existing device was removed and a new inflatable penile prosthesis (ipp) was implanted. No additional information was reported.

Event description:
It was reported that the patient experienced erosion with a malleable penile prosthesis (mpp) leading to a surgical procedure in which the existing device was removed and a new inflatable penile prosthesis (ipp) was implanted. No additional information was reported.